Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The initial lal (sn (B)(4)) that had a power of 23.5d was implanted on (B)(6) 2022. The patient had a refractive error of +1.75d after implant. The initial lal was replaced on (B)(6) 2022 without any light treatments being performed on the eye. And the replacement lal (sn (B)(4)) had a power of 27.0d. The above information suggests that there were no issues with the initial lal that was explanted, instead, the initial lens power choice was not a good fit for this patient. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(4), 23.5d) was explanted prior to any light treatments being performed due to the patient having a refractive error of +1.75d after implant. The initial lal was explanted on (B)(6) 2022, and was replaced with another lal (sn (B)(4), 27.0d). Rxsight's first awareness of the event was on (B)(6) 2023.